Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) completed preventive maintenance activities on the instrument. The fse performed a gi monitor assay precision run and noted there was an issue with pipettor #3 based on the results. Pipettor pumps #2 and #3 were replaced and the fse also replaced pipettor tip #3. The fse verified hardware operation after repairs were complete and prior to returning the instrument back into service. A definitive root cause has not been determined to date.

Event description:
The customer reported that erratic and imprecise gi monitor quality control results were generated from a unicel dxl800 access immunoassay system. No patient results were associated with this event and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Multiple instrument quality control and calibration assessments generated intermittent outliers. An instrument system check performed during the timeframe of the event generated acceptable results.